Manufacturer narrative:
Per tandem user guide: avoid exposure of your t:slim pump to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin solutions can freeze at low temperatures or degrade at high temperatures. Do not steam, sterilize, or autoclave your t:slim pump at any time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem clinical support informed customer that using cold insulin, is off label per the user guide. Customer¿s blood glucose level was 392-over 500 mg/dl. Elevated blood glucose levels were addressed by manual insulin injection, and correction bolus via the pump.